Manufacturer narrative:
It has been clarified that no incorrect results were reported outside of the laboratory for the third sample dated (B)(6) 2019.

Manufacturer narrative:
Medwatch field model #, serial #, expiration date, catalog #, lot #, other #, UDI # has been updated.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The differences in tsh values are caused by differences of the setups of the assays, the antibodies used, and differences of the standardization materials and procedures used.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant thyroid results for three samples from the same patient tested on a cobas 8000 e 602 module. The first sample (dated (B)(6) 2019) had discrepant results for the elecsys tsh assay, elecsys ft3 iii, and the elecsys ft4 iii assay. The incorrect results from this sample were reported outside of the laboratory to the patient. This sample was repeated on a siemens analyzer. The second sample (dated (B)(6) 2019) had discrepant ft3 and ft4 results. No incorrect results from this sample were reported outside of the laboratory. This sample was repeated on an ortho vitros analyzer. The third sample (dated (B)(6) 2019) had discrepant results for the elecsys anti-tshr immunoassay. It was asked, but it is not known if any incorrect results from this sample were reported outside of the laboratory. This sample was repeated on an ortho vitros analyzer. This medwatch will apply to the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay, refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay, and refer to the medwatch with patient identifier (B)(6) for information related to the anti-tshr assay. The serial number of the reporter's e 602 analyzer is (B)(4).